Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had broken and it shredded patient's skin. There are no details of information as follow ups went without response. No adverse consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On march 8, 2018, it was reported that the device broken/shredded the patient¿s skin. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was april 6, 2017 where it was reported that the device was broke and something is bent and the comb, sideplates and roller were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical was not performed since at the time of this investigation the device has not been returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the device has not been returned for evaluation. The reported event was non-verifiable since the device was not returned for evaluation at the time of this investigation. The root cause of the device being broken and shredding the patient¿s skin cannot be specifically determined with the provided information since the device was not returned for evaluation at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.